Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels (50-250 mg/dl). Customer's health care professional recommended that the pump settings be adjusted. Tandem technical support guided the customer through adjusting pump settings. Customer delivered a bolus to bring elevated bg levels back to target range, and brought low bg's back to target range with carbohydrates.